Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose level. If pump battery depletes prior to receiving replacement charging supplies, customer reverted to an alternate method of insulin therapy.